Event description:
It was reported that while the ventilator was connected to a pt when two technical error codes were generated. One code indicated disabled valves and the other an internal memory error. The ventilator was replaced. Pt was bagged, there was no pt harm. (B)(4). Ref number: 8010042-2013-00072.